Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient's knee was revised to address aseptic loosening of the tibial component at the cement to implant interface. Depuy cement was used. No delay in surgery. Doi: (B)(6) 2017; dor: (B)(6) 2021; left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : product code 150600005 work order (B)(4) was manufactured on 01-march-2016. (B)(4) parts were manufactured per specification and all raw materials met specification. 1 scrap part associated with this lot. The part was scrapped for reason code a105 (inclusions). This scrap failure mode has no correlation with the complaint failure mode. Mrr1326760 associated with this lot. 3 parts reprocessed for machine lines this scrap failure mode has no correlation with the complaint failure mode. No non-conformance is associated with this lot.